Event description:
It was reported the subject device had incomplete seal cycle error code. This occurred during a therapeutic laparoscopic bso. It was completed using a similar device. No patient harm was reported.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to a component failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had incomplete seal cycle error code. This occurred during a therapeutic laparoscopic bso. It was completed using a similar device. No patient harm was reported.